Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. (B)(4).

Manufacturer narrative:
Additional information was provided by the affiliate. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. It is unknown if the diameter of the unconstrained stent was sized 1-2mm larger than the vessel diameter. The lesion was moderately calcified and heavily tortuous. It is not known if the stent delivery system had to pass through any acute bends and if there was difficulty encountered advancing/tracking the sds towards the lesion. It is also unknown if unusual force was utilized at any time during the procedure. The user held the handle of the smart control sds flat and straight outside of the patient as instructed in the IFU. It is unknown if the lesion was pre-dilated prior to stent implantation and if there was thrombus present proximal to, at, or distal to the lesion site. Further details regarding stent deployment are not available. Complaint conclusion: during a percutaneous transluminal angioplasty/stenting procedure, the 8x40 smart control stent was delivered to the target lesion and the stent was released, but the stent jumped, so the proximal lesion could not be covered. Therefore, an additional stent was placed and the entire lesion was fully covered. The procedure was finished successfully. There was no report of patient injury. The patient¿s information was unknown. The target lesion was the common iliac artery with 100% stenosis. The lesion was not moderately calcified and heavily tortuous. An ipsilateral approach was made the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored, inspected, prepped, and handled according to the IFU (instructions for use). There was nothing unusual noted about the stent delivery system prior to use. It is unknown if the diameter of the unconstrained stent was sized 1-2mm larger than the vessel diameter. The lesion was moderately calcified and heavily tortuous. It is not known if the stent delivery system had to pass through any acute bends and if there was difficulty encountered advancing/tracking the sds (stent delivery system) towards the lesion. It is also unknown if unusual force was utilized at any time during the procedure. The user held the handle of the smart control sds flat and straight outside of the patient as instructed in the IFU. It is unknown if the lesion was pre-dilated prior to stent implantation and if there was thrombus present proximal to, at, or distal to the lesion site. Further details regarding stent deployment are not available. The product was returned for analysis. One non-sterile smart control, iliac 8x40mm sds was returned. The smart control was received without the locking pin and already deployed. Per visual analysis, a kinked condition was found at 8.5cm from ID band distal end. No other issues were found on the received smart control. Blood residues were found on the smart control handle and on the tip. Although the stent had been deployed, a functional test (deployment process) was performed and no anomalies were found. The usable length was measured and the result was found within specification. A device history record (DHR) review of lot 17206551 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure "stent delivery system (sds) -deployment difficulty-inaccurate placement (peripheral)" reported by the customer was not confirmed since dimensional and functional tests were performed and no anomalies were found. The exact cause of the reported event could not be conclusively determined. The cause of the kink found on the catheter body could not be conclusively determined during the analysis; however it¿s very likely that this condition can be related to the coiled condition of the product when returned. According to the IFU the user should, advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Neither the DHR review nor the product analysis suggests that the event is related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty/stenting procedure, it was reported that the 8x40 smart control stent was delivered to the target lesion and the stent was released, but the stent jumped, so the proximal lesion could not be covered. Therefore, an additional stent was placed and the entire lesion was fully covered. The procedure was finished successfully. There was no report of patient injury. The product was clinically used and will be returned for analysis. The patient¿s information was unknown. The target lesion was the common iliac artery with 100% stenosis. The lesion was not moderately calcified and heavily tortuous. A ipsilateral approach was made.